Manufacturer narrative:
Device evaluation: the unknown returned device was broken at 17.5cm proximal to the tip of the device. The device appears to be a nc euphora device but the lot number cannot be identified as the proximal section of the device has not been returned. (B)(4).

Event description:
A rsint device involved in a complaint was received at the manufacturing facility for evaluation. Part of what appears to be an nc euphora balloon dilatation catheter was returned with the resolute integrity device. The account has no information regarding this balloon catheter.